Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was not going to do anything about the issues of burning sensation in the pocket and battery seeming like it was getting closer to skin because she was experiencing a new problem that had nothing to do with her stimulation. The cause has not been determined. The patient¿s weight at the time of the event was (B)(6) pounds. No further information complications have been reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient had been experiencing a burning sensation in the pocket for two months that had gradually gotten worse. Technical services asked if the sensation had subsided when the patient¿s therapy was turned off, but the patient stated that they had never turned the therapy off. It was reported that the rep was able to turn the therapy off while they were in the office, but the sensation did not subside while they were on the call. It was reported that impedances were checked and everything with 7 was over 10,000 ohms. It was reported that 7 was not programmed. It was reported that the rep could not run it any higher. The other values were 339 to 506 ohms. There have been no falls or traumas, but the patient did get a treatment called ¿blading¿ on their back during physical therapy. It was reported that they were not near the ins. The rep reported that the healthcare provider looked at the pocket and stated that it appeared normal. The patient stated that the pocket was sore. It was reported that the patient told the rep that the battery seems to be getting closer to the skins surface over time. It was reported that the rep would sit with the patient for a while to see if the sensation would subside. It was discussed the possibility of it being a medical issue in the pocket, infection, touching a nerve, etc. It was also discussed the possibility of a short fluid short. It was stated that the rep would talk with the healthcare provider. It was reported that the patient had burning in their pocket for over the last two months (2017). No further complications were reported/anticipated.